Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. Patient did not report a change in sound quality in the recent months. No recent illnesses or head injuries are reported.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements show affected channels. The recipient did not report a change in sound quality in the recent months; however is reportedly a poor reporter. Formal testing results of hearing over the last year have been stable but integrity testing on (B)(6) 2018 showed that his performance was poorer. No recent illnesses or head injuries are reported. The recipient was re-implanted.